Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous right coronary artery (rca). The 20mm x 2.5mm maverick2 monorail balloon catheter was advanced to the target lesion and during inflation a balloon rupture occurred at 10 atms. The number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).